Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent an ipg relocation procedure and was doing well postoperatively. The device remains implanted in the patients body.